Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that his son's insulin pump had keypad anomaly. The customer¿s blood glucose level was 110 mg/dl. The customer reported that they had problems with buttons on pump. It was reported that none of them were unresponsive, just difficult to push down and respond hard to go up and the lock had to be pressed the button to unlock and had to press hard for it to process it and hard to maneuver through screens but concerned about the air bubble. The customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.